Event description:
The reporter stated that the unit was not infusing the proper amount and the plunger retainer was broken. Further information was not available. No patient injury or treatment was associated with this event.